Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 6mmx10cm interlock coil was selected for use on the uterine artery. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the physician used renegade stc18 microcatheter to deliver the coil. At the beginning, the position of the coil was not suitable, and it was withdrawn and deployed again. Because the coil could not be pushed, it could only be withdrawn. The coil was detached during device removal.

Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 6mmx10cm interlock coil was selected for use on the uterine artery. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.